Event description:
It was reported that during surgery poly insert was not fitting well with lateral side. Surgeon used another insert with same size.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the subject insert was returned in damaged condition; the locking wire was dissociated from insert and not returned. Damages to posterior locking features consistent with incomplete seating of posterior tabs prior to impaction were observed. Damages to anterior proximal surfaces/edges consistent with strong impaction forces were also observed. Functional inspection: the damage to the device renders it non-functional. Dimensional inspection: not performed because the dimensions of the device have been altered by implantation and subsequent explantation. The investigation determined the likely root cause of the event to be misalignment of the tibial insert during insertion which prevented complete locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery poly insert was not fitting well with lateral side. Surgeon used another insert with same size.

Manufacturer narrative:
Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.